Manufacturer narrative:
The hill-rom technician found that the center arm was cracked. He replaced the center arm to resolve the issue.

Event description:
Information received indicated the right intermediate siderail was not locking.